Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak from the previous night's treatment. The patient found fluid leaking from the cassette door down to the tubing. The patient was advised to discontinue using the cycler. The patient had already notified her pd nurse. During follow up the patient's nurse reported there was no medical intervention or adverse event associated with the leak. No antibiotics were prescribed.